Event description:
Information received with return of the explanted device notes loss of pacing and sensing and <200 ohms impedance in the bipolar configuration. Unipolar impedance was 250 ohms. There were no consequences to the patient.